Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2010 and subsequently expired on (B)(6) 2013 after the use of the product.

Manufacturer narrative:
This is one event (cardiovascular) of two events reported for the same pt involving three separate products: associated mdrs #1225714-2014-05268, 05269, 05271, 2937457-2014-01280 and 01281.